Manufacturer narrative:
G4: 20jan2020. B4:(B)(6). The determination could not be made that the device failed to meet the specifications. No product was returned for evaluation so no root cause could be determined and no relationship could be investigated. The complaint will be reopened if a sample is evaluated or if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15aug2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement/harm.